Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.5x23mm xience xpedition stent mentioned in b5 and d11 is being filed under a separate manufacturer report number. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of death, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the mildly tortuous left anterior descending (lad) artery. Pre-dilatation was performed using multiple balloon dilatation catheters (bdc). The 3.0x28mm xience xpedition was successfully deployed in the mid lad and the 3.5x23mm xience xpedition was successfully deployed in the proximal lad. Multiple post-dilatation was performed. Reportedly, there were no device or procedure issues. However, the patient was too ill to endure the procedure and expired. The cause of death was not reported; however, it was reported that the death was not related to the devices, but was due to the patient's health status. There was no additional information provided.